Manufacturer narrative:
The case was completed: labrum in the hip was replaces with the anchors, but two small metal parts are still in the patients body. There was a delay of 30 minutes. The surgeon did not try to get the broken tip out as it war deep in the hip with the iconix anchor. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive force applied on inserter or 2) movement of guide out of orientation to pilot hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that unintended material was left in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that unintended material was left in the joint.